Event description:
A malfunction was reported by the caller regarding a tandem pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the caller with resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while monitoring for any further issues.